Event description:
Device 2 of 2. Ref MFR report#1627487-2014-15537. It was reported the pt experienced a cerebrospinal fluid (cf) leakage due to dural puncture. The pt developed a headache. A blood batch was performed (date unk), however the issue persisted. Surgical intervention was undertaken on (B)(6) 2014 and the tear was repaired.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.